Event description:
It was reported that the valve was explanted because the pt experienced headache, hypertension, nausea & vomiting.

Manufacturer narrative:
The returned valve was patent and passed siphon testing. However, it did not pass leakage testing, due to needle puncture holes in the reservoir. The instructions for use that accompany the device caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. The valve also failed reflux testing, which precluded measuring of pressure flow characteristics and preimplantation testing. A dissection of the valve identified that reflux may be due to physical damage. It is unk how or when this damage occurred. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.